Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. The cause was isolated to the system pcb assembly. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted to report that their device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The device can no longer be repaired. The device was returned to the customer unrepaired.

Event description:
A customer contacted to report that their device would not power on. There were no reports of patient use associated with the reported event.